Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clip ejected in unformed. The clip did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.